Manufacturer narrative:
Device returned for evaluation was analyzed and it was determined no manufacturing defects were present. The device was confirmed with no recorded usage on the rfid tag, which was not consistent with information received from the complainant that the fiber emitted smoke during usage. All laser fibers manufactured by dornier medtech america are subject to 100% inspection for visual defects as well as power performance testing which confirms the device is operating as intended. The root cause for the complaint as reported was not possible to confirm, however, it is recognized it was not due to manufacturing defect or device inadequacy.

Event description:
Holmium fiber reportedly emitted smoke/burned during usage.